Event description:
It was reported that on (B)(6) 2023, during an ankle fusion, a 2.8 wire was stuck in a 7.3 cannulated screw that was removed because it was too long. The wire was removed from the inside of the screw. During the case, the surgeon needed a 55mm or 60mm fully threaded cancellous screw, however they were missing from the set. The surgeon ultimately decided to use a 7.3 cannulated screw successfully. The surgeon had issues seating a screw down all the way because it may have been interfering with another screw. The screw was shortened and inserted, but did not have a great purchase. The surgeon decided to insert another screw from a different point that had better purchase. This patient had some existing stryker hardware implanted. Additionally, it was noticed that there were 6.5 cannulated screws in the 7.3 cannulated caddy. Sales consultant had a conversation with (B)(6) for them to check their screw caddies to ensure the screws were correct. The surgeon attempted to place a screw in between the stryker screws, and had issues passing the screw, so had to reposition the wire and the screw was successfully passed, but possibly in contact with the stryker screws. Sales consultant asked the surgeon what type of metal the stryker screws were, to which he thought titanium. Sales consultant let him know ours were stainless steel and our stance on not recommending that screws of different metals contact. He mentioned in theory it would be a problem, but he wasn't concerned about this fixation. No other information is available. There was a surgical delay of 10 minutes. The procedure was completed successfully. There was no patient consequences. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).